Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a plastic rubber film was observed in the usb port and it was unknown if this was affecting the ability to charge the pump. The customer's blood glucose level ranged from 432-433 mg/dl. Customer continued using the pump for insulin therapy.